Event description:
A surgeon reported a case of 'white ring' on the cornea, at the location of flap side cut, one week after lasik surgery. Further information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).